Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The valve was returned for evaluation. Device history record (DHR) - review of the history device records for the product code 82-3842 with lot cpmcc8, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; the proximal connector was missing (not returned) as well as a needle hole in the needle chamber was noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated . The catheter was irrigated no occlusion was noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion was noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the inability to change a shunt valve setting in a (B)(6) year-old patient. A codman hakim programmable valve was implanted in a patient on an unknown date via a ventricular peritoneal shunt several years prior with an unknown initial setting. The set pressure was not able to be changed and the ventral catheter was suspected to be obstructed. It is unknown if the patient experienced any signs or symptoms. On (B)(6), 2021, the patient was taken to the operating room for a shunt revision and the device was removed and replaced. The patient is in the follow up.